Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a left side capsular contracture, baker grade unknown and pain. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.4; d.6a; g.1; h.6

Event description:
Patient reported left side pain, deformation, capsule feels like a rock, and chest pains. Patient additionally reported "panic attacks" and "high blood pressure"; these events are not device related.